Manufacturer narrative:
Unable to verify s/w due to constant blank flashing white light on the display. Pump received with a constant blank flashing white light on the display, problem isolated to the pcb 1. Unable to verify missing segments, partial display and perform the self test and displacement test due to a constant blank flashing white light on the display. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump fell off and alarmed replace battery and now insulin pump screen was blank. Customer stated display returned after insulin pump restart, but screen was striped blue and pink. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.